Event description:
A physician reported a pt who was skin tested on 7/22/1999 in the right forearm. On 7/27/1999, the pt called the office and reported redness and swelling at the skin test site. The date of symptom onset was 7/23/1999. On 8/15/1999, the pt called the office and stated she still had redness and swelling at the skin test site. The physician prescribed hytone cream. On 8/16/1999, the pt was examined and the physician noted a red, raised, and hard area 4-5 cm in diameter at the test site. The physician prescribed aleve and zyrtec. On 8/17/1999, the pt was examined and the physician administered aristocort-intralesional. The physician diagnosed the symptoms as hypersensitivity.